Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the insertable cardiac monitor exhibited under-sensing. The clinician believed that it was due to pocket manipulation. No intervention was performed. The patient¿s status was not reported.

Manufacturer narrative:
The reported event of under-sensing was confirmed via provided device records. Based on the information, it was determined that the under-sensing led to false bradycardia episodes being recorded. The under-sensing was due to extremely small r-waves. No device malfunction was observed. Further information was requested but not received.

Manufacturer narrative:
Correction: the correct medical device problem code should have been migration or expulsion of device, rather than migration.